Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No service history for the device was found in the database since 2018. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a low pressure alarm. No patient involvement reported. Event occurred during routine inspection.